Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information. Device availability - additional information. Date received by manufacturer - additional information. Type of report - follow up follow up type - additional information / device evaluation device evaluated by manufacturer / evaluation summary - additional information event problem and evaluation codes - additional information.

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned device. The probable cause could not be determined post investigation.